Event description:
The customer reported that the ortho provue analyzer interpreted negative reactions as positive during antibody screen testing. Visual inspection of the gel cards were negative. No erroneous results were reported. A false positive result may lead to the misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and found the reader camera images were intermittently displayed with an interference. The fe replaced and adjusted the reader camera, created a new reference image and performed maintenance to return the instrument to expected operation. The customer tested qc and samples with acceptable results. This customer has not logged any complaints against this analyzer since the incident. Incident is isolated.